Event description:
The account alleges that during the morning, it was noticed that the patient's arterial pressure curve was starting to show significantly higher values than the non-invasive blood pressure. The arterial pressure curve showed 250/60, the spike curve and the non-invasive blood pressure showed 130/60. The set had been changed the day before.

Manufacturer narrative:
The suspect medical device has been returned for engineering evaluation. The device was visually and microscopically investigated. The internal manufacturing process was reviewed. All products have been found to be in compliance with the manufacturing standards. The complaint was confirmed. The root cause could not be determined, but overtightening or excess mechanical stress during setup was suspected. The device history record was reviewed, and no exception documents were identified. A search of the complaint database was performed and no similar complaints with this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the morning, it was noticed that the patient's arterial pressure curve was starting to show significantly higher values than the non-invasive blood pressure. The arterial pressure curve showed 250/60, the spike curve and the non-invasive blood pressure showed 130/60. The set had been changed the day before.